Event description:
The touchscreen ( user interface assembly) was returned to the manufacturer for failure investigation. The manufacturer's failure investigation technician found the touchscreen would not calibrate. Visual inspection found the touchscreen was scratched and contaminated. There was no patient involvement.